Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the information obtained to date, it is possible that the kinking of the valve was due to over-sizing although this cannot be confirmed since the valve was not returned for analysis.

Event description:
The manufacturer was notified on (B)(6) 2016 that a patient diagnosed with aortic stenosis received a perceval size 21 valve implant on (B)(6) 2016. On the 6th post-operative day, paravalvular leak was detected and the valve was explanted on (B)(6) 2016. When the perceval was explanted, it was observed that the valve was detached at the non-coronary sinus. A crown size 19 was implanted and on (B)(6) 2016, the patient was discharged. This event referring to a sister product; manufactured at a different facility.